Event description:
Bone marrow biopsy kit -- bag with slides -- many broken glass slides. Employee at risk for injury. The slides were in the sealed bone marrow biopsy kit. The slides are in a plastic bag in the kit. Unfortunately the package label was already in the garbage when it was discovered.